Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) after insertion of the catheter the customer was unable to get a pressure trace. The iab was connected to the console. An "optic sensor failure" alarm was generated. Troubleshooting was attempted and the console was changed, but the alarm persisted. The iab catheter was removed from the patient and a new iab was inserted successfully with no issue. There was no injury reported to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The one way valve was also returned. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. One kink was found on the catheter tubing approximately 76.5cm from the iab tip. The technician attempted to insert a 0.018¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to see if there were any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported alarm, sensor failure problem. We are unable to determine when this may have occurred. The evaluation also confirmed the reported difficult/unable to pressure monitor problem. The condition of the iab as received indicated an occlusion on the inner lumen. This can cause difficulty during monitoring. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) after insertion of the catheter the customer was unable to get a pressure trace. The iab was connected to the console. An "optic sensor failure" alarm was generated. Troubleshooting was attempted and the console was changed, but the alarm persisted. The iab catheter was removed from the patient and a new iab was inserted successfully with no issue. There was no injury reported to the patient.